Event description:
It was reported that as asymptomatic patient presented remotely via merlin.net. Upon review of remote transmission it was noted that the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. No resolution was performed. The patient condition was stable.

Event description:
Additional information received indicated that the patient's implantable cardioverter defibrillator (ICD) reexhibited post-paced t-wave oversensing. No intervention was performed. The patient had no consequences.